Manufacturer narrative:
The company service representative and the company sales representative have both spoken to the nurse and reviewed the proper steps to be taken when setting up the system for the day. The nurse did not request service. The system was rebooted and the facility was able to continue using the system. A review of complaints for this system for the last 24 months did not indicate any additional, related, unplanned complaints. A review of the service history for this system for the last 24 months did not reveal any additional, related, unplanned service requests. (B) (4). (B) (4) (B) (4).

Event description:
The nurse reported that during set up of the fragmatome, handpiece was priming when she pushed the continue button before the system was ready. A system message displayed. The surgeon became impatient and cancelled the case. The incision had been made. The patient went home after recovering and the case was rescheduled. No patient injury was reported.